Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance synergy washer/disinfector and found the door gasket end ring was damaged, allowing water to leak from the door. The unit was installed in 2010 and is approximately 14 years old. The unit is not under steris service agreement for preventive maintenance activities; the user facility is responsible for maintenance activities. The user facility has elected to permanently remove the unit from service and will be purchasing a newer model unit. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported an employee slipped on water leaking from their reliance synergy washer/disinfector. The employee did not seek medical treatment and continued working. No report of injury.